Event description:
Related manufacturer reference number: 3006705815-2022-17173. It was reported the patient¿s ipg has reached its end of service and the patient is experiencing ineffective stimulation. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
E1 initial reporter the event of a patient¿s ipg reaching its end of life (eol) was reported to abbott. The patient noted that therapy stopped being effective directly after having their ipg swapped about a year or so ago. Their system required extremely high amplitudes to reach an effective therapeutic dose and the ipg had already reached eol. For these reasons, the physician decided to replace the entire system. The ipg was inoperable in pre op. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.